Event description:
The user facility reported that during a diagnostic colonoscopy a black particle was noted on their way back from the cecum. The black particle appeared to have been slightly pushed on the pt's colon according to the endoscopy director at the facility. The endoscopy director also reported that no bleeding was observed and no medical intervention or surgical intervention was provided to the pt. The black particle was successfully removed from the pt's colon with the use of a disposable biopsy forceps (model/lot # unk). The pt was reportedly released from the hosp the same day of the procedure. The procedure was reportedly completed with the same device. There was no complication or pt injury reported.

Manufacturer narrative:
The device and the black particle referenced in this report was returned to olympus for investigation. The investigation found that the glue seal at the end of the instrument channel at the distal end cover port was burnt and chipped. The black particle was measured to be 1.8 mm at the maximum width, while the chipped distal end cover on the device only measured 1.2 mm at the maximum width. The black particle and a sample of the glue material was examined under a microscope and found that these two particles differ in texture, and noted that the black particle was rigid while the glue was softer. Based on this investigation performed, the black particle was determined not to be a part of the endoscope, due to its texture and size. This report is being submitted as an MDR in an excess of caution.